Manufacturer narrative:
Additional information: d9, g3, h6. (Use error) this evaluation determined that the reported event occurred due to use error resulting in moisture intrusion and subsequent damage.

Event description:
On 01/24/2024, it was reported by a sales representative via (B)(4) that an ar-8305 shaver console has water damaged. This was discovered during a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.